Event description:
It was reported by patient that she underwent a hip arthroplasty and has now been advised by her surgeon to have a revision of the cap. She has scheduled the revision procedure for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.